Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical patient ID (B)(6). During a procedure to treat atrial fibrillation a intellanav mifi open-irrigated ablation catheter was used. Prior to discharge no more than 2 days after the procedure, the patient experienced chest pain due to pleuropericardial inflammation. The patient was prescribed colchicine and the pain was resolved by day 7. There was indication if product will be returned.